Event description:
The customer reports that our equipment gets condensation quickly and because of condensed water the patient got bed sore. Additional customer information: the customer used the blanketrol iii in manual mode to cool the patient on and off for 20 to 24 hour and maintain at 4°c , after that the patient got skin injury.

Manufacturer narrative:
Complaint #: (B)(4) received. The device was not returned to the manufacturer for evaluation. Gentherm clinical narrative: if this patient was lying on an or table for 20+ hours the risk for skin breakdown is extraordinarily high, without any cooling blanket under them. Contributing factors to tissue injury; immobility, poor nutrition, dehydration, skin condition, perfusion, underlying health conditions, incontinence, friction, shear, obesity. Only run the blanketrol at 4c until the patient reaches the desired temperature. It is not necessary to keep the blanketrol at 4c the whole case. After they reach the desired temperature, titrate the temperature up to keep the patient at that level. Gentherm recommends checking the patient's skin condition every 20 minutes.